Manufacturer narrative:
The biomedical engineer troubleshot the failure with ge healthcare technical support, the proportioning threads were cleaned and the system was recalibrated. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a proportioning system failure, the unit was able to deliver a hypoxic mix. There was no report of patient involvement.